Manufacturer narrative:
UDI#: (B)(4). The returned 001388lx9 is in used condition with the connector breaking off and internal fiber damage due to rough handling / physical damage. Damaged connector could cause the reported issue of overheating, though it could not be duplicated and no melting damage was identified. The reported complaint is confirmed. The device history record (DHR) showed no abnormalities related to the reported failure. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Device identifier: (B)(4). The device was not returned to manufacturer for evaluation. Failure analysis and determination of root cause was not possible as the complaint could not be verified. Root cause cannot be determined due to the lack of information received to perform a complete investigation. The reported complaint is unconfirmed. No device history record (DHR) review was possible as the lot or serial number was not provided during the course of complaint investigation.

Manufacturer narrative:
The device has not been returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the connector part of the 001388lx9 ul pro fused headlight cable to the light source device got too hot and the black rubber sleeve came off because it's part got too hot. The connector part had been hot even though the power was off for over five (5) minutes. The incident was noted during an unspecified procedure on (B)(6) 2020. The procedure was completed using the reported product with no adverse consequence to the patient. There was no known surgical delay and no further information was provided by the facility.